Event description:
Reporter alleged obtaining a blood glucose result of 555 mg/dl at 9:30 pm on her advantage sys, and due to not experiencing any hyperglycemic symptoms during that time; called the emergency medical technicians (emts). Reporter stated the emts obtained a glucose measurement of 100 mg/dl within 10 minutes later. No action or treatment was reported. A request was made for the return of the suspect device and replacement prod was sent.